Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after leaking of orotracheal tube was heard, the patient was moved to supine. After the change, a new orotracheal tube had a broken pneumotaponder that was plugged. During this procedure, the patient became 47% saturated. The patient was intubated with a mechanical ventilator, configured with vc: 420, fio2: 60% in ac / v.